Event description:
It was reported that a request for a back-up pulsar hs implant and an insertion test device for a re-positioning surgery in 2008 was made. This is the first med-el that was notified of the surgery and no further details could be provided by the caller as to why the surgery was necessary. Additional information received reported that the patient had bilateral labyrinthine dysplasia, most fitting label probably incomplete partition type 1. He received a cochlear implant about 9 months ago, with plain xray confirming electrodes in cochlea. Poor performance led to a CT scan, showing electrode array in the vestibule. It is not known if the array suffered migration, or the prior image was mis-leading. It was planned to try to get electrode array into the cochlea, using the implanted device. The surgeon was going to reposition, but per the surgical report he ended up explanting the device. The patient was not re-implanted with the back-up pulsar hs that was shipped or with any other device according to the report. Apparently, the family has decided not to re-implant.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device analysis will be submitted as a follow up report.